Manufacturer narrative:
The field service engineer performed preventive maintenance and cleaned several parts of the analyzer. He performed maintenance, adjustments, and mechanism checks. A blankcell, calibration, and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable high vitamin d total g3 elecsys results from the cobas e411 disk analyzer. Sample 1 initial result with reagent lot 580055 was >120 ng/ml with a data flag. The result with a 1:2 dilution was 32.36 ng/ml. On (B)(6) 2022, sample 2 initial result with reagent lot 622304 was >120 ng/ml with a data flag. The repeat results with a 1:2 dilution were lower. No specific data was provided. The sample was repeated with no dilution and the result was 13.68 ng/ml. The questionable results were not reported outside of the laboratory. The expiration date for reagent lot 622304 was 31-dec-2022. The expiration date for reagent lot 580055 was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided calibration and qc data, a general reagent issue could be excluded. The expiration date for reagent lot 580055 was provided as jul-2022.